Event description:
Customer did not state when she first wore the brace. Customer stated she purchased the product and wore it for about six hours. She is allergic to rubber products. She suffered from a reaction. (The product is latex free). After many attempts to obtain more info, the customer stated on (B)(6) 2011 that she had started using a prescription drug obtained from the emergency room. Reaction is completely healed according to the customer.

Manufacturer narrative:
Eval: product not returned to the MFR. Product was not returned for eval. No conclusion can be drawn.